Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system restarted without prompt from the user. The representative reported that they suspected a power surge occur. The interface (umbilical) cable was manually adjusted and functionality was restored. There was a reported delay to the procedure of 2-3 minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.